Manufacturer narrative:
Additional information: UDI number updated. The inst 9731780 n/a open spine clamp, radio (lot# 150227) was returned for analysis. Through visual/physical examination and functional testing analysis found physical damage. The adjustment screw of the returned clamp was bent causing issues closing the clamp. The head of the screw was also damaged with tool marks. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device outside of a procedure. It was reported that the site had a broken instrument that needed replacement. The screw thread was defragmented on the open spine clamp. There was no patient involvement.